Event description:
Customer called to say he started a pod in the morning around 8:00am and his blood glucose (bg) levels have been elevated since. His bg levels ranged between 90-380 mg/dl before taking the pod off and starting a new one. No further issues were identified.

Manufacturer narrative:
The product was returned and evaluated. The eval indicate a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.